Event description:
It was reported that the right atrial (ra) lead exhibited possible undersensing during atrial tachycardia/atrial fibrillation (at/af) episode on current electrograms (egm) and a lead warning for low impedance. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.